Manufacturer narrative:
This incident has been recorded under (B)(4). Initial reporter name and address: telephone: (B)(6). Review of the most recent repair record identified the following related repair: tech confirmed that the comb was damaged, and the handle was jammed. Tech replaced the comb and repaired the ratchet handle, tested the unit, and returned it to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for maintenance as the handle was jammed into the mesher and was unable to ratchet. No harm or delay were reported as it relates to this event. No adverse event was reported as it relates to this event. Due diligence is complete and no further information is available.